Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements on this right atrial (ra) lead. This was recorded as an episode of signal artifact monitor (sam) with noise on the atrial channel. A lead fracture was alleged. Technical services (ts) review was requested and the patient will be contacted for an in clinic follow up. Additional information and review of the case by technical services (ts) noted that this issue could be related to a possible lead fracture. Ts recommended calling the patient ack to the clinic to perform appropriate provocation tests and then evaluate. Ts reviewed the provided data and noted that a lead issue is likely present and should be further investigated. Ts discussed consulting an x-ray of the system as well as troubleshooting steps. Additional information noted that the device was reprogrammed due to lots of noise seen during maneuvers. The lead impedance values showed fluctuations and were greater then 3000 ohms. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements on this right atrial (ra) lead. This was recorded as an episode of signal artifact monitor (sam) with noise on the atrial channel. A lead fracture was alleged. Technical services (ts) review was requested and the patient will be contacted for an in clinic follow up. Additional information and review of the case by technical services (ts) noted that this issue could be related to a possible lead fracture. Ts recommended calling the patient ack to the clinic to perform appropriate provocation tests and then evaluate. Ts reviewed the provided data and noted that a lead issue is likely present and should be further investigated. Ts discussed consulting an x-ray of the system as well as troubleshooting steps. Additional information noted that the device was reprogrammed due to lots of noise seen during maneuvers. The lead impedance values showed fluctuations and were greater then 3000 ohms. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that an alert was triggered due to out of range pace impedance measurements on this right atrial (ra) lead. This was recorded as an episode of signal artifact monitor (sam) with noise on the atrial channel. A lead fracture was alleged. Technical services (ts) review was requested and the patient will be contacted for an in clinic follow up. No adverse patient effects were reported. The ra lead remains implanted. Additional information and review of the case by technical services (ts) noted that this issue could be related to a possible lead fracture. Ts recommended calling the patient ack to the clinic to perform appropriate provocation tests and then evaluate. At this time the patient has not been seen for a follow up and no changes were made to date.